Event description:
It was reported that the patient was experiencing some withdrawal issues. The pump was replaced. They were considering starting the new pump at a lower dose. The pump was delivering bupivacaine and morphine. It was later reported that the catheter also needed to be replaced. It was later reported that following the pump and catheter replacement the patient was ¿ok now¿. The managing physician did not troubleshoot the catheter before surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).